Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced bleeding right after the procedure from the biopsied lung. It was thought that a tumor was being biopsied, but it was discovered that it was a cyst. The physician observed the patient lost over a liter of blood. The physician believed the ion system caused or contributed to the bleed. The patient required unspecified unplanned medical/surgical intervention. The patient was admitted for overnight observation. Intuitive surgical inc., (isi) has made multiple attempts to obtain additional information regarding the event. However, there was no response received from the physician.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. As of 28-feb-2023, a review of the site's system logs for the reported procedure date was conducted by an isi failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, the patient experienced bleeding requiring unspecified intervention. The patient was observed overnight.